Manufacturer narrative:
The subject device was arranged for return to edwards, however it has not yet been received. Device evaluation and edwards investigation results will be reported once completed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections.

Event description:
It was reported via phone call from hospital or coordinator that "hair-like substance(s)" were noticed on the cusp of an edwards aortic bioprosthetic valve model 3000tfx23mm. Additional follow up with the account indicated that the foreign object was detected upon removing the valve from sterile container with the handle, and prior to rinsing it. The nurse attempted to rinse off the foreign object but it did not come off. The surgeon was notified and decided to not use the valve. Another valve was prepared and implanted with no reported complications. It was confirmed that the subject valve did not come into contact with the patient.

Manufacturer narrative:
Additional manufacturer narrative: the subject valve was returned and evaluated by engineering and chemistry. Three particulates were observed and removed from the valve. One black fiber (particulate a), approx 1mm in length, one dark fiber (particulate b), less than 1mm in length and one black speck, less than 1mm in length. No other visible inconsistencies observed on valve. Holder was still attached to the valve. The ID tag was also removed. The ir spectrum for both the fibrous particulate and the single fiber particulate showed similar absorption characteristics when comparing to cellulose-like material. Based on the evaluation by chemistry, the particulates showed similar absorption characteristics to materials used in the clean rooms and or. Cellulose is a very common material in clean rooms and operating rooms as it can be found in materials such as paper, cotton, and wipes. Edwards valves are 100% visually inspected for particulates. Edwards bioprosthetic heart valves are manufactured under controlled, environments in clean rooms which meet all industry cleanliness classification requirements in accordance with is014644-1. All personnel, including visitors and contractors, entering or working in edwards' manufacturing facilities must follow specific rules and gowning procedures to reduce particles and control contamination that could impact product. During manufacture, each valve is visually inspected and functionally tested prior to packaging. These inspection steps check for general appearance and inspect the leaflets under magnification. Subsequently in the preliminary packaging steps, which are performed in a class 10,000 cleanroom under a class 100 hood, the valves and glutaraldehyde solution undergo a 100% inspection for foreign particulates per sterilization and packaging of tissue products procedures. As previously mentioned, the ID tag was removed, suggesting the valve was used. The sterility barrier was broken when the valve was taken out of the jar and the ID tag was removed, therefore it cannot be determined when the particulates came into contact with the valve. There is also no increase in occurrence for the failure mode, therefore no corrective action will be taken. Additionally, product labeling (IFU) is included to instruct on proper handling of the valve to avoid contact of the leaflet tissue with foreign particulates. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event. No further action is required.